Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the problem could not be reproduced on the returned sample. The product returned for evaluation was a 12f 15cm power trialysis slim-cath catheter with curved extension legs. The catheter was returned with residual material throughout the sample. Slight cloudy discoloration was seen inside the arterial and venous extension legs. A suture was tried through one of the holes on the suture wings and an end cap was attached to the purple luer adaptor. Tactile evaluation revealed circumferential impressions in the extension legs, likely where they had been clamped. An attempt was made to flush the catheter with water from a non-complainant 12cc luer-lock syringe. The catheter was patent to infusion. The distal end of the catheter was then clamped with a pair of atraumatic hemostats and the catheter was flushed against the occlusion, creating a positive hydraulic pressurization of the lumens. No leaks were detected when the sample was hydraulically pressurized. As no leak was detected in the sample, this complaint was unconfirmed.

Event description:
It was reported that the patient who had highly activity had a power trialysis via the internal jugular vein on (B)(6) 2021. Analysis could be performed although blood was not removed properly on (B)(6) 2021. Removing blood got poorer and leakage was found from proximal side of the suture wing on (B)(6) 2021. The quantity of leaking fluid was too much to peel the dressing off. The catheter was removed and checked the leakage to let water pass the catheter, however leakage was not confirmed. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient who had highly activity had a power trialysis via the internal jugular vein on (B)(6) 2021. Analysis could be performed although blood was not removed properly on (B)(6) 2021. Removing blood got poorer and leakage was found from proximal side of the suture wing on (B)(6) 2021. The quantity of leaking fluid was too much to peel the dressing off. The catheter was removed and checked the leakage to let water pass the catheter, however leakage was not confirmed. There was no reported patitent injury.